Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was pulled back and was not capturing. This rv lead was repositioned. This lead remains in service. No additional adverse patient effects were reported.